Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of slight blood was observed on the c-ring. The opening within the c-ring was significantly wider than normal. No other visual defects were observed in the photograph. An investigation was conducted on (B)(6) 025. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be significantly wider than normal. The scope wash tubing and the c-ring remained attached to the cannula. Based on the returned condition of the device as well the evaluation results, the reported failure "material twisted/bent- c-ring" was confirmed. A manufacturing engineering evaluation was conducted; a visual inspection was conducted.signs of clinical use and evidence of slight blood was observed on the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be misshapen. The c-ring was inspected under magnification and it was observed that it was misshapen when compared to a reference c-ring. Additional inspection was conducted on the c-ring and was compared to a reference c-ring. There was objective evidence of damage to the c-ring. Based on the visual evidence, the c-ring, molded nozzle was damaged causing the c-ring to become misshapen. Based on the manufacture engineer results, the reported failure "material twisted/bent- c-ring" was confirmed. The lot # 3000499906 history record review was completed.there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the c-ring from the vasoview hemopro 2 (with vasoshield) was bent or broken. The opening within the c-ring was significantly wider than normal. The entire saphenous vein harvest was completed, and the harvester subsequently removed the harvesting cannula. No injury occurred as a result of the defect, and the case was completed without any complications. No parts of the c-ring broke off.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.